Event description:
The customer reported that in the middle of a nephrectomy procedure an end tone, indicating a completed seal cycle, was heard but the tissue was not sealed. There was no additional tissue resection or tissue damage. There was no bleeding. Another device was used to continue the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.